Event description:
It was reported intermittently that the customer experienced an ongoing blood glucose (bg) level of 25 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional.